Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Date received by MFR initially reported as december 05, 2017, but should have been november 09, 2017 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing location: (B)(4). Release to warehouse date: january 26, 2016. Expiry date: january 01, 2026. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the investigation of the complaint pfna blade has shown that the locking screw is too far inside the blade and therefore the blade could not lock anymore. This could happen when the impactor instrument is not attached correct to the pfna blade and will be screwed into the blade without contact with the thread. This occurrence is also visible on the surface some wear marks of the hexagonal recess. A functional test was performed after unscrewing the locking screw out of the blade and the article is fully functional. The present article was checked for conformance to the specification and for functioning, neither a product nor a function fault could be detected. Manufacturing and inspection records indicated no problems with the lots in question. The article was found to be in perfect working order. Based on these findings it is likely that there was a handling fault during insertion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a ten (10) minute delay to the surgery. The procedure was completed successfully.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Hospital telephone not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation (pfna) blade could not be locked intra-operatively. A substitute blade was used. No information about patient outcome and surgery prolongation. This report is 1 of 1 for (B)(4).